Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first inflation of the mini vision, the balloon ruptured at 8 atm. There was no difficulty removing the ruptured balloon from the stent. Another company's balloon was used for post-dilatation and the stent was successfully deployed. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Potential factors of balloon rupture below rated burst pressure include, but are not limited to, mechanical damage from interaction with another device or anatomy, or lesion calcification. In this instance, the unreturned device may have aided in the evaluation; however, it was gathered from the anatomical information that the lesion was moderately calcified. It is possible that there may have been interaction of the balloon with the calcified lesion, which may have damaged the balloon and subsequently contributed to the rupture upon inflation; however, a conclusive root cause for the balloon rupture can not be determined.